Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) did not work for the patient, the ins didn't do anything, and it never worked since implant on (B)(6) 2015. In result, the ins was removed in (B)(6) 2017. There were no further complications reported or anticipated.